Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed due to sensor is out of needle. The allegation was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: UDI - correction g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - correction h6: investigation findings - correction h6: investigation conclusion - correction

Event description:
Subsequent to the 2nd supplemental, a correction is required. It was reported that missing sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is still attached to housing puck. An internal visual inspection was performed and failed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.